Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator and transvenous defibrillation lead and separate rate sensing lead received an inappropriate shock. The physician was able to recreate the oversensing with device manipulation and isometric movements. Cpi received addtional information that indicated the patient has received additional inappropriate shocks from the ICD and lead system.